Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). The replaced bubble sensor was returned to livanova USA for further investigation. Visual inspection showed no evidence of spills or physical damage to the sensor, cable, connector, or connector pins. Both bladders were found to be slightly deflated and constant alarms were encountered during testing of the sensor on the s5 test bed. The root cause was determined to be deflated bladders. A review of all relevant dhrs did not identify any deviations or non-conformities relevant to the issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and resolved it by re-seating the connector from the back-plane to the cpu. The touchscreen was calibrated and the bubble sensor was replaced due to wear. The system was tested and passed without further issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician

Event description:
Livanova received a report that the centrifugal pump console sounded a bubble alarm during a procedure. The user muted and then unmuted the alarm on the display panel and following this action, the alarm was still visible, but there was no longer any sound. There was no report of patient injury.